Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient filled the pod with 200 units of insulin, and noticed the pod leaking. When customer removed the needle guard the cannula came out, indicating a needle mechanism failure, and also noted that the cannula appeared to be "split". No impact to blood glucose levels were reported, pod was not worn. As treatment, a new pod was placed.